Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient was implanted with a conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating (dsl2428j/15864881) to treat a thoracic aortic aneurysm. During the procedure, the right external iliac artery (reia) was injured. The patient was implanted with a gore® excluder® aaa end prosthesis to repair the injury. The patient tolerated the procedure. It was reported that the root cause of injury was due to inexperienced physician¿s technique. No further information is available.